Event description:
During a routine shift check by a clinician, the paddles would not allow discharge when attached to an associated defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.